Event description:
Caller reported a cgm error. There was no adverse impact to the customer¿s blood glucose level. The customer received information on performing a pump reset from technical support, successfully completing the reset without encountering the error again, thereby starting their sensor session successfully.